Manufacturer narrative:
Visual and functional inspections were performed on the returned balloon catheter and the reported balloon rupture was confirmed. Additionally, scratches were noted at the rupture site. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the review of similar incidents there is no indication of a lot specific product quality issue. In this case, the device was prepped prior to use with no issue/ leak noted, which would suggest that the device was not damaged prior to use. It should be noted that instructions for use (IFU), pta, catheter, armada 18, ce inflation in excess of the rated burst pressure may cause the balloon to rupture. Do not exceed the rated burst pressure. Higher pressure can damage the balloon or catheter or over distend the selected artery. The noted scratches at the rupture site suggest interaction causing damage to the outer surface of the balloon material. Although it was reported that the balloon was inflated above rated burst pressure, the investigation determined the reported balloon rupture appears to be related to operational circumstances of the procedure. In this case, it is likely that during advancement and or inflation the balloon outer surface became compromised and/or damaged against the anatomy resulting in the reported balloon rupture. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a de novo, heavily calcified lesion in the superficial femoral artery (sfa). A 6x200mm armada 18 balloon dilatation catheter (bdc) was prepared for use and advanced to the lesion without issue. The bdc was inflated one time, to 16 atmospheres, holding for 180 seconds. The balloon ruptured and was simply removed. Another same size armada was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.